Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient¿s cgm values had dropped from 130 mg/dl to 78 mg/dl and alerted as her low alert was set at 80 mg/dl. Within 20 minutes, the cgm displayed 41 mg/dl with a down arrow. The patient was 'frazzled' and asked her mother to call emergency medical services (ems) while she ingested a container of capri-sun. The cgm remained at 41 mg/dl; however, the patient was unable to ingest any additional carbs as she was nauseated and had stomach pain. Ems arrived and treated the patient with IV glucose based upon her cgm value, a bg was not performed. The patient was transported to the hospital and was treated with anti-emetic and pain medications and blood analysis was performed. The blood results showed the patient¿s bg was high (value not provided) and an unspecified issue not related to diabetes. The patient was hospitalized for the unspecified issue and was released on (B)(6) 2022. At the time of the report, the patient was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.